Event description:
The patient went to see the physician, physician interrogated the ICD and found lead fracture that turned defirillator part off triggering the alarm. The device was implanted in four years ago and the physician does not state an explaination as to the cause of the lead fracture. The patient outcome was as follows: the patient was admitted; the next day the lead extraction was done and the following day the pacemaker/ICD generatorreplacement with lead insertion occurred and the patient was discharged after ICD testing. The extracorporeal shock wave lithotripsy (eswl) machine malfunctioned and the procedure was delayed until the new machine could be brought from philadelphia.